Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was provided guidance by cts to position pump and sensor within range, remove pump from case, and wait up to 15 minutes for devices to connect. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.